Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of headache,sleepiness and cough. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleged headaches, sleepiness, and coughing while using the device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. External investigation found no evidence of damage or degradation on the device exterior but did find a small amount of carbonaceous deposit near the air intake. Internal investigation found no evidence of foam degradation. Product investigation laboratory did find evidence of water ingress to the blower box and on the blower. Several insects, approximately 2-3mm long and less than 1mm wide were also found in the enclosure joints. Power was applied to the device and the manufacturer verified airflow. The device's downloaded event log was reviewed by the manufacturer and found 0 errors. The manufacturer was unable to confirm the customer's complaint. The manufacturer does confirm the presence of water ingress and insects, but would be unable to determine if the insects were present while the device was in patient custody or after. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Please see sections h3 and h6 for this updated coding and information.